Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her husband had to call the paramedics after she experienced low blood glucose levels. The reported blood glucose reading was 24 mg/dl. The customer stated that it was a very hot day, and the heat affected her adversely. The customer declined troubleshooting. The customer stated that she has had diabetes for 50 years, and she knows what she is doing. The customer also stated that she has made changes to her insulin pump settings. Nothing further was reported.